Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Engineering evaluation found no damage with mcs tip cover accessory. Per the customer reported complaint, engineering evaluation was unable to confirm the alleged issue of an unsealed mcs tip cover accessory package. The mcs tip cover accessory was returned to isi without the package that was reportedly unsealed. Engineering was unable to confirm if the mcs tip cover accessory package was sealed or not although a photograph of an unspecified package was provided.

Event description:
It was reported that during setup of a da vinci s prostatectomy procedure, the surgical staff found an unsealed package of a monopolar curved scissors (mcs) tip cover accessory. The mcs tip cover accessory was not used in the surgical procedure. The planned surgical procedure was completed as planned using an mcs tip cover accessory from a new package. No patient harm, adverse outcome, or injury was reported.